Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the USA alleging his onetouch verio iq meter was having an unknown issue. The reporter did not provide any additional details. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).